Manufacturer narrative:
(B) (4).

Event description:
It was reported that 2 days following a refill, the patient was admitted to the emergency room for an underdose. The emergency room hcp stated, the pump was not functioning. The patient's primary hcp was expected in the emergency room to evaluate the pump. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.